Event description:
It was reported that the brady lead was explanted due to an unknown product performance anomaly. A new same model lead was implanted. No additional adverse patient effects were reported.